Event description:
It was reported that when using the bd pyxis¿ es server, medstation was out of connection. User reported communication portal called healthsite viewer and showing many "devices with download stopped" "devices not communicating" and "devices with download stopped" the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the system was out of connection. A technical support specialist (tss) confirmed server-level issues were resolved via reboots performed by the server team, despite prior efforts to reduce cpu load on the application and tertiary sync server. Server performance has remained stable with no cpu spikes observed since last friday during monitoring. Tss reported the root cause as missing outbound messages from the pyxis es server to the cce/interface server. Customer successfully updated the configuration. Requesting confirmation from their end. The system functioned as intended after the customer troubleshot the device.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, medstation was out of connection. User reported communication portal called healthsite viewer and showing many "devices with download stopped" "devices not communicating" and "devices with download stopped" the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.